Event description:
Co has investigated the allegations. It was reported that the pt was implanted on 9/12/96. Pt transferred to another facility pending transplant. No indication of pump problems until morning of 12/17/96. Pt went pale. Low flow alarm sounded and pink fluid was observed in the interconnect cable. Hosp thought the pump diaphragm had ruptured. Pt expired on 12/17/96. Device was returned on 12/19/96. An engineering evaluation was performed. The percutaneous lead was detached and separated/pulled away approx two inches from the pump lower housing. This separation would have allowed the air to escape from the closed pneuamatic system and result in the symptoms described in the initial complaint. On 12/19 and 12/26 co requested add'l info about this incident from the risk management depts of both facility. Info was received on 1/3/97. Co plans to file a medwatch report on or before 1/17/97.